Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The manufacturer representative reported that there was an alleged overdischarge on the implantable neurostimulator (ins). The patient was seen by a manufacturer representative on (B)(6) 2015, and a physician mode recharge (pmr) was completed and successful. The patient was sent home to continue recharging, but, upon further discussion, it appeared that the power on reset (por) condition was never cleared. On (B)(6) 2016, the manufacturer representative was with the patient; they did antenna locate (al) and were in the middle of a pmr session. Stimulation was last felt in (B)(6) 2015; it was noted that the patient was receiving effective therapy when the patient had stimulation in (B)(6) 2015. The consumer via the manufacturer representative reported that the patient was still having recharging issues the week prior to (B)(6) 2016. The patient first started having charging issues in (B)(6) 2015, and the patient was unable to recharge at all by (B)(6) 2015. While attempting another pmr, the manufacturer representative noted the patient was going to be referred for ins replacement. The manufacturer representative also noted that a second manufacturer representative documented the event on (B)(6) 2015 and saw the patient on (B)(6) 2015, however it was unknown if that second manufacturer representative knew about the event prior to (B)(6) 2015. The first manufacturer representative was made aware of the event on (B)(6) 2016. It was also reported that the patient was unable to charge the implantable neurostimulator recharger (insr), and the entire row was flashing. It was noted that the desktop charger (dtc) connector pin appeared to be fine, and there was no patient harm reported. The patient was unable to power on the insr, and the recharger screen kept flashing on and off. There was no alleged out of box failure. Additional information received from the manufacturer representative reported that the insr switched over to normal recharging during the physician mode recharge (pmr). The patient charged the ins to 25%, and the 0x8 por code was cleared. After turning on stimulation on (B)(6) 2016, the patient was feeling stimulation on both sides; programmed with 0+ 2- 4+ on the right side and 8+ 10- 12+ on the left side. Programming on the right side was shifted to 1+ 4- 6+, and the patient was feeling stimulation in all areas of pain and getting therapeutic effect. No changes were made to the left side programming, and the patient was feeling stimulation appropriately on the left side. It further reported that the patient would be sent home with these settings. [See manufacturer's report # 3004209178-2016-04494 regarding high impedances after the reported overdischarge and power on reset (por) condition] in addition, the manufacturer representative did not have any information about when the replacement was to be performed. If additional information is received, a follow up report will be sent. The patient's indications for use included spinal pain.